Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31337208l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia/atrioventricular nodal reentrant tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required pacemaker insertion. About 10 minutes after inserting the catheter into the patient's body, error code 106 was displayed. Cable was replaced but the issue continued. This issue was improved by replacing the smart touch sf catheter to another new one. Then it was reported that when ablation was conducted around the target area for the 10th time, it changed from a fast junctional escaped rhythm to an av (atrioventricular) block. The ablation was stopped, but complete atrioventricular block was confirmed. There were no changes in the vitals other than the electrocardiogram (no blood pressure, spo2, and consciousness changes in the patient). A pacemaker was decided to be not necessary, so the patient was sent to the room without any additional intervention. Later, a pacemaker was implanted. The patient did not require extended hospitalization. The physician's opinion on the cause of the adverse event was the procedure. When the fast junctional escaped rhythm appeared during ablation, the physician was anticipating that the slow junctional escaped rhythm change by adjusting the position. However, it changed to av block. The physician believes that they should have stopped the ablation. Other relevant history includes: coronary artery stenosis of lcx (left circumflex).